Manufacturer narrative:
Evaluation summary: medical assessment: this case reported breakage (presence of wire and plastic) with the insertion of the implant but this event is not necessarily indicative of a quality defect. One (1) addition ae case report has been rec'd to date in relation to batch number b85139 but this case does not refer to a similar type of breakage event. No batch signal can be identified at this time. The review of the lot history records confirmed that the product met product release specifications. No complaint sample was provided for a technical investigation. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect." Based on the info available, there is no reason to suspect a quality defect. Final assessment: lot history record (lhr) reviewed. Product met product release specifications. As of (B)(4) 2014, no device was returned; therefore, no device investigation could be completed. No conclusions can be drawn.

Event description:
Ptc: persistence of steel threads and plastic part after insertion of the implant [device breakage]. Case description: case summary: non-serious, unlisted, related (near-incident). This is a spontaneous case report rec'd from a physician in (B)(6) on (B)(4) 2014 which refers to a female patient of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced ptc: persistence of steel threads and plastic part after insertion of the implant. No info given on patient's history, past drugs, concomitant medication and concurrent conditions. It was not continued in add'l info section reported if the patient was pregnant or not, or if it was unknown. On (B)(6) 2014, the patient had essure (fallopian tube occlusion insert) inserted. It was reported that there was a persistence of steel threads and a plastic part after implant insertion. Those 2 elements were removed with implant. The relationship between ptc: persistence of steel threads and plastic part after insertion of the implant and essure was not reported. No further info was provided. F/u info rec'd on (B)(4) 2014 - ptc investigation result provided: ptc global number: (B)(4). Medical assessment: this case reported breakage (presence of wire and plastic) with the insertion of the implant but this event is not necessarily indicative of a quality defect. One (1) add'l ae case report has been rec'd to date in relation to batch number b85139 but this case does not refer to a similar type of breakage event. No batch signal can be identified at this time. The review of the lot history records confirmed that the product met product release specifications. No complaint sample was provided for a technical investigation. At the time of this medical assessment the technical investigation concluded "unconfirmed quality defect." Based on the info available, there is no reason to suspect a quality defect. Final assessment: lot history record (lhr) reviewed. Product met product release specifications. As of (B)(4) 2014, no device was returned; therefore, no device investigation could be completed. No conclusions can be drawn. Company causality comment: this spontaneous case report refers to a female consumer of nor reported age who had inserted essure (fallopian tube occlusion insert) and experienced ptc: persistence of steel threads and plastic part after insertion of the implant. This case is medically confirmed. Ptc: persistence of steel threads and plastic part after insertion of the implant is unlisted iin the reference safety info for essure and considered non-serious. This case was regarded as near-incident due to device breakage. During difficult insertion, single cases have been reported of essure breakage. In this particular case, device breakage had occurred during insertion. As temporal relationship reported event and essure insertion is positive, causality is assessed as related. According to ptc final assessment the technical investigation concluded "unconfirmed quality defect."

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Result and assessment of the product technical complaint investigation received on 23-jul-2014: final assessment: unless additional detail is provided in the event description, it is difficult to determine if the reporter is describing an event where the micro-insert actually broke into individual pieces, if the micro-insert bent or stretched into an unintended shape, and hence was considered by the reporter to be "broken", or if a different portion of the delivery catheter was broken off inside the patient. Failure mode/mechanism: the essure insert is made up of a flexible outer coil that is deployed into the fallopian tube. The insert's outer coils expand to conform to the fallopian tube, acutely anchoring itself until the insert elicits tissue ingrowth. After the first roll back is completed and the button is pressed, user attempts to reposition the device could lead to detachment difficulty, premature deployment, or improper device function. If the outer coils of the micro-insert partially deploy during user attempts to repositioning the device and the coil catheter is not fully retracted, the outer coils of the micro-insert could become entangled within the distal portion of the coil catheter. If the outer coils are partially deployed, the insert will begin to anchor itself to the fallopian tube. If the inner coil is still affixed to the delivery wire because all IFU steps have not yet been completed, subsequent attempts by the user to remove the catheter assembly may lead to either a stretching of the microinsert, stretching of the inner catheter large tight pitch coil, or breakage of the large tight pitch coil. If the physician attempts to remove a deployed micro-insert that is located within the fallopian tube by pulling on the outer coil of the micro-insert with a grasper, this action could also lead to breakage of the outer coil of the microinsert. Since product was returned to us for investigation, we were able to conduct an investigation of the actual device involved in this complaint. We were able to inspect the micro-insert, the outer catheter, the inner catheter, and all parts within the handle assembly. Micro-insert was detached and broken. The large tight pitch coil found to be stretched and broken. A portion of delivery catheter was broken. All IFU steps were completed as evidenced by the location of the delivery wire holder within the handle assembly. We also conducted a review of the manufacturing batch record and confirmed that final product testing for this lot was performed per requirements and the product met all release requirements. We are unable to confirm any quality defect or device malfunction at this time. No CAPA investigation is required at this time per criteria established in (B)(4), "processing essure cases in (B)(4)," because an investigation of the same failure mode has already been initiated. Conclusions: the report did not state a patient injury occurred. The possibility of pieces of the delivery system or micro-insert breaking off during the procedure is an anticipated event. According to the dfmea, the main consequence is a physician inconvenience because the procedure could need to be aborted or rescheduled. Medical assessment: this case reported breakage (presence of wire and plastic) with the insertion of the implant but this event is not necessarily indicative of a quality defect. Two additional ae case report has been received to date in relation to batch number b85139 but these cases do not refer to a similar type of breakage event. No batch signal can be identified at this time. The review of the lot history records confirmed that the product met product release specifications. One complaint sample was provided for a technical investigation. The technical investigation observed micro-insert was detached and broken, the large tight pitch coil stretched and broken and a portion of delivery catheter was broken. All IFU steps were completed. Although, complaint sample indicated breakage the rqu concluded no failure detected and "unconfirmed quality defect". Based on the information available, there is no reason to suspect a quality defect. Company causality comment: this spontaneous case report refers to a female consumer of not reported age who had inserted essure (fallopian tube occlusion insert) and experienced ptc: persistence of steel threads and plastic part after insertion of the implant. This case is medically confirmed. Ptc: persistence of steel threads and plastic part after insertion of the implant is unlisted in the reference safety information for essure and considered non-serious. This case was regarded as near-incident due to device breakage. During difficult insertion, single cases have been reported of essure breakage. In this particular case, device breakage had occurred during insertion. As temporal relationship reported event and essure insertion is positive, causality is assessed as related. The technical investigation observed micro-insert was detached and broken, the large tight pitch coil stretched and broken and a portion of delivery catheter was broken. All IFU steps were completed. Although, complaint sample indicated breakage the rqu concluded no failure detected and "unconfirmed quality defect."